Event description:
It was reported in the literature article that post deployment of the coil in the ruptured aneurysm located in the left vertebral artery, coil protrusion was confirmed at the origin of the posterior inferior cerebellar artery (pica). The coil was removed with a gooseneck snare device. No additional information is available.

Event description:
It was reported in the literature article that post deployment of the coil in the ruptured aneurysm located in the left vertebral artery, coil protrusion was confirmed at the origin of the posterior inferior cerebellar artery (pica). The coil was removed with a gooseneck snare device. No additional information is available.

Manufacturer narrative:
The device was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. Based on the information currently available, it is probable procedural factors contributed to the reported issue limiting the performance of the device.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. The patient was treated between(B)(6) 2004 and (B)(6) 2014. Subject device is not available.